Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The pump passed the displacement test and the test p-cap/reservoir does lock into place. Cosmetic damage was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump and out of box damage. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed. Customer reported physical damage to the battery compartment on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-754lwws was requested and customer response was the device returned.